Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a device upgrade, it was noted that this right ventricular (rv) lead had moved and the thresholds were higher. The lead was surgically abandoned and replaced. No additional adverse patient effects were reported.